Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. No additional information could be provided. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle and one empty foil were received for analysis. Product code vcp493h. The swage and attachment area were noted as expected during the visual inspection of needles. The barrel hole of needles was examined under magnification and a small suture piece was found attached to the needle. However, the other section of the suture was not returned to determine the assignable cause. A photo was provided showing one labeled winding former and one foil inside the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: when did the needle pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue.